Event description:
It was reported that the data showed a vcm (ventricular capture management) warning and device went to high output of 5 volts and 1ms. It was also reported that threshold testing showed the threshold was 5.5 volts at 0.4ms and 4.5 volts at 1ms. It was recommended by the technical consultant that a chest x-ray be taken and that the device be programmed to 7.5 volts and 1ms for patient safety. It was noted that there may be a possible microdislodgement. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.